Manufacturer narrative:
Other devices involved in this report: battery/bat203490/ cat#1650de /exp date: 12/31/2015 /mfg date 12/31/2014, battery/bat203192/ cat#1650de /exp date: 12/31/2015 /mfg date 12/31/2014, battery/bat203730/ cat#1650de /exp date: 12/31/2015 /mfg date 12/31/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from the site that the patient had switching on all batteries. It was stated that there were no effect on patient. It was further stated that the batteries were exchanged and that the patient was doing fine. No additional information available.

Manufacturer narrative:
Additional system component being reported for this event: (B)(4). It was reported that the patient was experiencing power switching events. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The controller, (B)(4), was returned under (B)(4) for problems involving the controller display. The analysis of the controller under (B)(4) revealed that the controller met visual inspection and functional testing. (B)(4) contained the smr software. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.